Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that the patient was implanted with inflatable penile prosthesis (ipp). A few weeks later the patient started to cycle it by pumping it up. The deflate button does not work. The patient went to the office and physician tried to re-activate the pump but no improvement. The physician will be going to try one more time, if no improvement will explant the pump and replace at a later date. There were no patient complications.